Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's ipg was operable, but the patient experienced increased recharge burden.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced charging issues with their ipg, and as a result the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.